Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that midway through a standard evh case, the vasoview hemopro 2 failed to cauterize and completely stopped working. The staff switched cables and the vh-3010 power supply but this did not restore power to the evh kit. A second kit was opened and the case was finished without incident. No harm was caused to the patient. There was not a significant delay in case time.